Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not actuate during surgery. The condition of aspiration is unknown. The surgery was completed after replacing the product with another one. There's no patient harm. When checking the probe after surgery, it was able to actuate normally.

Manufacturer narrative:
Additional information provided in d.9, h.3, h.6 and h.10 an opened probe was received with a tip protector, in a bubble bag, for evaluation. The returned sample was visually inspected and found to be non-conforming with orange/brown and clear foreign material along the probe needle and on the welded cap. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. The product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. The manufacturer internal reference number is: (B)(4).